Event description:
A customer reported that the probe on the ortho provue analyzer dripped fluid during testing. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of imcompatible blood. The customer aborted testing, preventing erroneous test results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. The field engineer reported that the connections from the fluidics system wash/waste bottle and the vacuum line were switched. The fe cleaned the vacuum line and reset the fluidics line to return the analyzer to expected operation. Product labeling instructs the customer of the proper method for waste container maintenance. Incident occurred as a result of customer error. No malfunction of the analyzer could be identified.